Event description:
Per received report: patient came in with sah, aneurysm at p-com. The physician couldn't release the coil successfully after position the coil to the target. He tried to click the enpower system 2-3times, but failed. And changed another cable still failed. Then he changed another presidio and release successfully in the end. Additional information received from affiliate indicated that pre-deployment test was performed, microcatheter information not provided. The detachment button was pressed about three times. The coil was safely withdrawn with no stretching or unintended detachment that occurred. The procedure was completed with no patient injury reported.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the 6 mm x 26 cm presidio 10 cerecyte microcoil wouldn't release after positioned at the target site despite trying to click the enpower system 2-3 times. The connecting cable ((B)(4)) was changed to another one, but the detachment still failed. The coil system was safely withdrawn with no stretching or unintended detachment. The coil system was changed to another presidio which released successfully. The procedure was completed with no patient injury reported. The pre-deployment test was performed. The patient had been admitted with subarachnoid hemorrhage from a posterior communicating (pcom) aneurysm. The connecting cable and presidio coil system was returned. The coil was returned unsheathed and entangled around the dpu/sheath. The coil was found to be undamaged. Both the returned device positioning unit (dpu) and connecting cable passed electrical testing and functional testing. Using the returned connecting cable with the returned presidio coil system, the coil was detached on the first detachment attempt. The detachment fiber received heat and melted as designed. The dpu passed post detachment electrical testing. This connecting cable also detached ten more coils with no problems encountered. The detachment control box (dcb) was not returned; without the return of the complete detachment system used in the procedure, with functional testing it cannot be determined if this specific combination of components contributed to the complaint event; however, based on the review of the reported information, there was no discrepancy with the dcb, with successful detachment of subsequent coils. Based on the reported information and analysis of the returned devices, the root cause of the coils failure to detach cannot be determined. Laboratory testing could not duplicate the field complaint; there was no discrepancy with functional testing of the involved presidio coil system or connecting cable. A review of the manufacturing documentation associated with the involved lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.